Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# va0gh7l, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and was retaining urine. The retention was a problem for the patient before they got the therapy but now it was an issue again. It was noted that the first week the patient had the replacement implantable neurostimulator (ins) put in the therapy was working well and the second week was when the symptoms returned. The patient was seeing their health care provider (hcp) in 7 or 8 days and didn't want to make any adjustments with their programmer and wanted to leave that up to the hcp to do. It was noted that the patient's stimulation might just need to be turned up and the patient was told that the new ins would not need to be turned up as high as the previous ins. The patient had multiple sclerosis (ms) and was told they could not have an MRI but could have a CT scan. The indications for use for the implanted device were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.